Manufacturer narrative:
The pod generated an 0x3d hazard alarm indicating step sensor asserted before wire driven. The cause of the reported 0x3d hazard alarm could not be determined. Corrosion was observed on multiple internal components including the pcb, tube nut, and clutch spring, resulting in the batteries having low voltages. The commutator cap was also observed to be contaminated with fluid. No cracks were observed on the top or bottom housing, and no leaks were found during the pod's inspection. The source of the internal corrosion could not be determined. It could not be conclusively determined if the observed corrosion is directly linked to the 0x3d alarm. Locked down smartphone: phone_control_ios. Omnipod software app version: 2.0.4. Operating system: 18.6. Hardware: iphone17.3. Cgm sensor type: g6. *please note, the device identifiers are captured as reported by the complainant and may not align with the device configuration reported in this section as this data is pulled from our cloud based on the reported date of event.

Event description:
It was reported the patient's glucose level rose to above 250 mg/dl while wearing the device between 4 and 24 hours. Investigation of the pod found corrosion in the pod. The device was originally reported for a communication alarm.